Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (B)(4). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited burning or melting of the plastic distal end cover at the forceps port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.